Manufacturer narrative:
Investigation completed on a smiths medical duodpa pump. The ehl history revealed alarm of lec 1836 which is isolated to the optical switch. Also high 'pressure alarm' was in the record. Preventative measures to replace the dso sensor . The DHR revealed no discrepancies. Unknown cause of event .

Event description:
Information received from abbvie 1562564 duodopa pump was involved with a event were a consumer of the pump was experiencing dyskinesia and bradykinesia which are listed side effect of medication being infused in the duodopa pump. Is was updated that their was no quality problem with the pump, but the physician suspected that there was an issue, so the pump was replaced do to concern,. Do to not knowing if the pump was overdosing or underdosing , this file will be reportable. As over dosing can cause cardiac events, along with hypotension and underdose can cause exacerbation of parkinsons disease. This in turn can cause patient have loss of motor skills, which would cause increase risk for fall and injury. No information on how the pump was programed. The pump is not a cure for the disease but an aide to lessen the uncontrolled motor response the disease manifest.